Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, vaginal bleeding was noted after the procedure. However, the physician opined it was not related to the sling. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.